Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. The patient reported, that her blood glucose levels were over 400 mg/dl all day. She changed out her set, site cartridge and tubing several times. She continued to run high and went to the hospital and was admitted. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.